Event description:
On (B)(6) 2018, it was noted that the pt had a possible cuff leak with noted air replaced into balloon. Attempts were made to transition pt to trach collar and she began to transition to a dysphagia ii diet. On (B)(6) 2018 as she progressed there was a strong push from both nutrition and case management to get the tube changed over to a cortrak (small bore) feeding tube. The nurse whom had the pt had been trained in cortrak devices, but had not yet been given an access ID to work independently in the cortrak machine with the tracer device. The nurse noted that it was a moderately busy day and remembered that the physician wanted the tube placed post pyloric. The super-user resource nurse available to the nurse who had the pt was busy in a room close by with another pt whom was actively withdrawing from alcohol and requiring a great deal of resources to maintain safety for. The nurse placing this tube is a newer nurse less than 1 year experience and just off of orientation. There was a family meeting later in the day, for which the request was made that the cortrak tube be placed prior to this. Concerned that she would interfere her overburdened co-workers, the nurse made the decision to place the cortrak tube blindly, which would not require the assistance of a super-user. This was a practice not taught in the cortrak training, but allowed by current hospital policy. As well, the nurse came from a neurological inpatient unit in which placing tubes blindly was a common occurrence amongst peers. The pt was alert and oriented and able to follow commands of the nurse. The nurse inserted the tube according to practice of blind tube placement and noted that other than initial ¿gagging and coughing¿ the tube placed easily. She noted that she assessed for respiratory distress and found that the pt¿s breathing pattern was within normal limits. Because it was a blind placement, policy directs that x-ray confirmation be used before the tube itself is used. When the x-ray was taken, it was identified that the tube entered into the left lung with perforation into the pleural space with its tip at the left lung apex. The imaging was re-performed to ensure imaging was correct and confirmed the same finding. The physician caring for the pt was notified and came to pull the tube from its location, which initially did not cause much respiratory distress. However the pressure from the ventilator (peep of 5) was believed to rapidly increase the size of the perforation which subsequently caused some respiratory decline for the pt. She received a chest tube to allow for full lung expansion. She eventually recovered to her previous baseline and six days post her originally intended date, she was discharged to rehabilitative care as was intended prior to the event¿s occurrence. Background: this is a (B)(6) -year old female who presented for evaluation on (B)(6) 2018 for vomiting and abdominal pain with a recent history of a urinary tract infection. Noted to have chills and some shortness of breath. Admitted under the hospitalist service with diagnosis of urinary tract infection, failed outpatient therapy, abdominal pain, severe. CT findings taken require further workup. On (B)(6) 2018, gi was consulted and worked pt up for partial bowel obstruction versus small bowel obstruction, possibly ileus pneumatosis coli. Was not a candidate for a colonoscopy and was managed medically. Noted a family history of colon cancer. Noted on (B)(6) 2018, ng tube placed for purpose of gastric decompression. On (B)(6) 2018 the pt¿s disease state progressed and she underwent a laparoscopic hartmann¿s procedure with ostomy creation. Noted in surgery there was an incarcerated ventral hernia at the umbilicus. Her post-operative period was complicated by failed extubation and prolonged intubation and ultimately she underwent a tracheostomy on (B)(6) 2018. The pt was deconditioned and receiving supplementary tube feedings during hours of sleep. These tube feeds had been delivered through a regular gastric tube, and it was felt that this may hinder the chances for placement at a rehabilitative facility so a request was made to place a cortrak gastric tube post pyloric.